Event description:
Thirteen minutes into a coronary bypass procedure, the clincian noted blood leaking from the bottom of the oxygenator. The blood leak was approximately 60 cc. The unit was changed out. No intervention was required to compensate for the blood loss.